Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of headaches and spinal pain. It was reported that the patient inquired on how to get in contact with their manufacturer's representative (rep) to have their device checked for conduction issues. No further complications were reported. No symptoms were reported.